Manufacturer narrative:
The manufacturer narrative is being updated: the current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor believes that the treatment could have aggravated the clinical condition and the movements worsened the condition. Align's clinical review of available records shows the panoramic radiograph revealed that tooth 1.1 had a crown, an endodontic treatment, and what appears to be a wide metal post. Non-restorable tooth fractures are most commonly classified as vertical root fractures, which typically extend longitudinally through the root and compromise the structural integrity of the tooth beyond repair. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor believes that the treatment could have aggravated the clinical condition. No root cause was provided. Align's clinical review of available records indicates minimal movement prescribed for tooth 2.7: the first plan included 1.3 mm of distalization and 0.7 mm of intrusion, while subsequent plans either excluded movement or involved only minor intrusion (0.3 mm). No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient mid-treatment had a buccal crack on tooth 1.1 and required extraction. Required medical intervention from a periodontist and this one did a bone graft, and will place an implant later on were the space of the extraction is. It is unknown if medications were prescribed to alleviate the reported symptoms.